Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd part # 338962 and serial # (B)(6) problem statement: customer reported a complaint regarding the instrument producing erroneous trucount populations. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 7 complaints related to erroneous trucount populations. Date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a worn blue optical fiber. The optical fiber transmits light signals for data collection and analysis, and failures within this part can hinder the collection of data and lead to erroneous results such as inaccurate event counts. The customer had initially reported that the lymphocyte populations with trucount were larger than expected despite the cst and 7 colors setups passing. An fse (field service engineer) was brought onsite for the repair, and they were able to identify an issue with the optical path. The fse replaced the optical gel from the sit before replacing the blue optical fiber. After the replacements, the fse performed cs&t baseline and check performance tests which passed, then seven color setups with also passed. No parts were requested for evaluation as they were not needed for the investigation. Although the erroneous results were of patient samples, the customer confirmed that the erroneous results did not delay or otherwise affect the treatment of any patients. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2016 defective part number: 335384 - kineflex blue laser fiber work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd - counting problem with trucount. Problem description: since yesterday afternoon, the count of lymphocyte populations with the trucount is very different from the expected (about double). The same sample analyzed on another instrument is ok. Cst performance check and 7 color setups passed successfully both yesterday and this morning. Work performed: vision problem, blue laser fiber replaced, problem solved. The optical gel of the counting chamber is replaced beforehand. Checked that the instrument is working properly, performed cs&t baseline and check performance with positive outcome, performed seven color setup with positive outcome. Cause: impaired blue laser fiber. Solution: the samples were acquired on another instrument in the laboratory. Returned sample evaluation: a return sample was not requested because although the blue laser fiber is returnable, it was not required for the investigation. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. The severity rating in this file is an ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Item: 5 optical fiber. Function: 5.2 delivers laser beam to optics plate. Potential failure mode: 5.2.1 signal varies. Potential effects of failure: 5.2.1.1. Events misclassified. Potential causes/mechanisms of failure: 5.2.1.1.1 fiber out of spec. Current controls: fiber inspection . Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 8. Occ: 2. Det: 1. Rpn: 16. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the erroneous results was due to a worn blue optical fiber. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn blue optical fiber. The fse confirmed the issue, replaced the optical gel, then replaced the blue optical fiber. After the repair, the fse performed cs&t and seven color setup tests and confirmed that the instrument was functioning as expected. No treatment or diagnosis was given due to the unexpected results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h.10.

Event description:
It was reported that when testing patient samples on a bd facscanto¿ ii there was an erroneous count of lymphocyte populations with trucount. Samples were re-prepared and ran on same instrument with the same results. However, same samples analyzed on different instrument resulted in results within normal range. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: since yesterday afternoon, the count of lymphocyte populations with trucount is very different than the expected (about double). The same sample analyzed on another instrument is ok. Cst performance check and 7 color setups passed successfully both yesterday and this morning. 1) are there erroneous results on patient samples from diagnostic test? Yes. 2) was there any delay of treatment due to the issue? No. 3) if patient samples were redrawn, was there any change or delay of treatment? No. 4) was there any physical harm/injury to the patient due to the issue? No. "The samples were not used for further analysis, since the customer realized they were not ok." Confirmatory tests performed by customer: re-preparation of same samples and analyzed on same instrument outcome not altered; similar results as before. Analysis of same samples on separate instrument (same technique) outcome altered; results within normal ranges.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when testing patient samples on a bd facscanto¿ ii there was an erroneous count of lymphocyte populations with trucount. Samples were re-prepared and ran on same instrument with the same results. However, same samples analyzed on different instrument resulted in results within normal range. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: since yesterday afternoon, the count of lymphocyte populations with trucount is very different than the expected (about double). The same sample analyzed on another instrument is ok. Cst performance check and 7 color setups passed successfully both yesterday and this morning. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No. "The samples were not used for further analysis, since the customer realized they were not ok." Confirmatory tests performed by customer: re-preparation of same samples and analyzed on same instrument outcome not altered; similar results as before. Analysis of same samples on separate instrument (same technique) outcome altered; results within normal ranges.